Event description:
Patient revised because of polyethylene wear and synovitis.

Manufacturer narrative:
Examination was not possible as no product was returned. The investigation could not verify or identify any evidence of product contribution to the reported event. The root cause is undetermined. It would not be unreasonable to expect some wear after approximately 12 years of implantation. The need for corrective action was not indicated. Should additional information be received, the investigation will be reopened. Depuy considers the investigation closed.